Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the intrathecal pump was implanted in the left posterior superior buttock. The site of the pump did not heal due to poor vascularity. The patient continued on oral antibiotics, but due to the poor circulation, infection developed in the pocket. The onset of the infection was stated as (B)(6) 2014; with the pump being explanted on (B)(6) 2014. It was unknown if a culture was obtained. The patient experienced redness, incisional site opening, swelling, and drainage. The infection resolved. It was noted that the patient's malnutrition and thin size was a risk factor prior to implant. The pump was used to deliver hydromorphone and bupivicaine. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was indicated that the pump and catheter were explanted due to an infection primarily located in the pump pocket. It was also noted that there was no meningitis. As treatment for the infection, antibiotics were used in addition to explanting the device. At the time of report, the patient was fine and had been doing great post-replacement. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).